Event description:
It was reported a hyperdense image was observed on post-procedure imaging. A renal cryoablation procedure was performed using three icerod cx needles. The physician used a standard protocol (10 min freeze at 100%,5 min I-thaw, 10 min freeze at 100%, 2 min fast thaw, 30-sec cautery) to complete the procedure. Iceballs were noted to be as expected on imaging, with no error messages, treatment was considered successful at this time. The needles were removed and the physician performed a control contrast scan when a hyperdense image was observed. The hyperdense image corresponds to the positioning of one of the needle tips. Upon visual inspection of the needles, no significant observations were noticed. But after the physician performed a tactile inspection by passing gloved fingers over the tip, it was noticed one needle had a different texture to it. The physician thinks the hyperdense image seen, might be detached coating. It was noted to be metallic and fits exactly where one of the probes was positioned. It was reported no additional treatment has been needed at this time.

Manufacturer narrative:
Device evaluated by MFR: three needles were returned for engineering analysis and the complaint was unable to be confirmed. The needles underwent multiple inspections for any tactile signs or visual imperfections at 20x magnification. The investigator reported that all coated areas felt and look as expected without any peeling, scratches, foreign contamination or non-conformities. The allegation of a different texture could not be found on any of the returned devices. As the needles were cut from the tubing which includes the eeprom, the reported lot number was unable to be verified.

Event description:
It was reported a hyperdense image was observed on post-procedure imaging. A renal cryoablation procedure was performed using three icerod cx needles. The physician used a standard protocol (10 min freeze at 100%,5 min I-thaw, 10 min freeze at 100%, 2 min fast thaw, 30-sec cautery) to complete the procedure. Iceballs were noted to be as expected on imaging, with no error messages, treatment was considered successful at this time. The needles were removed and the physician performed a control contrast scan when a hyperdense image was observed. The hyperdense image corresponds to the positioning of one of the needle tips. Upon visual inspection of the needles, no significant observations were noticed. But after the physician performed a tactile inspection by passing gloved fingers over the tip, it was noticed one needle had a different texture to it. The physician thinks the hyperdense image seen, might be detached coating. It was noted to be metallic and fits exactly where one of the probes was positioned. It was reported no additional treatment has been needed at this time.